Event description:
It was reported that the needle separated from the hub while using the bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: the needle disconnected from the plastic hub.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-jul-2022 h6: investigation summary our quality engineer inspected the 1 sample and 1 photo submitted for evaluation. The reported issue of needle hub defective / damaged was confirmed upon inspection of the sample. During the sample evaluation damage was found in the inner shield of the device. The damage found can be the result of improper activation of the device during use. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the needle separated from the hub while using the bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: the needle disconnected from the plastic hub.